Manufacturer narrative:
(B)(4). The product involved was a clearlink continu-flo solution set. The customer provided the device's product code during follow-up contact. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a medication delivery set had a leak at the y-site. The process step is unknown. It is unknown if there was any patient involvement. No additional information is available.